Manufacturer narrative:
Additional info has been requested. Subject device is an instrument and is not implanted. Investigation is ongoing, no conclusion can be drawn at this time. A review of mfg records has been requested.

Event description:
During a direct lateral interbody fusion procedure at l2-l3, surgeon placed the spacer and then placed a plate and one screw. As he was tapping the second screw, the tip of the tap for 5.5mm cancellous locking screws broke off. Surgeon removed the plate and one screw and attempted to retrieve the tip of the tap. Tip could not be retrieved. Surgeon decided to close the pt and return her to the operating room two days later to implant pedicle screws and rods. The procedure was initially planned to be staged over 2 days.